Event description:
On january 20th, the user contacted dario to report high blood glucose (bg) readings. The user reported she visited the ER for a reason unrelated to diabetes. During the hospital visit, the ER team took a bg measurement from the user and it read 56 mg/dl. The user reported that prior to the hospital's test, she self-measured her bg level with her dario meter and the bg reading was 206 mg/dl. Due to this high reading, the user took insulin which caused the user's bg level to go down. In order to reach a safe bg level, the user was given d50 by the ER team, and was kept in the ER until the user's bg level was back to normal. Following the above, the user bought a non-dario meter and took a bg reading on both meters. The results show a difference of about 90 mg/dl (non-dario 277 mg/dl, dario 364 mg/dl). While on the phone with dario's representative, it was determined that the user had been using a cartridge of strips that was open for two months, and therefore was expired. Dario's user guide states in the section regarding dario's test strips storage and handling "do not use a test strip expired one month from opening. Discard the cartridge one month after opening". Dario's representative instructed the user to open and test with a new cartridge of strips, but the user stated that she is out of new test strips. Dario's representative sent the user a new cartridge of strips in order to further investigate this issue. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to the misuse of strips. There is not enough information regarding the old strips to investigate. No resolution is available.